Event description:
Literature was reviewed regarding a meta-analysis of supra-annular self-expanding versus intra-annular balloon-expandable transcatheter aortic valve implantation (tavi). The meta-analysis included five published studies. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, and evolut pro bioprosthetic transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: valve thrombosis, stroke, valve re-intervention, arrhythmia requiring permanent pacemaker implant and moderate to severe aortic regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: mohamed ali et al. Supra-annular self-expanding versus balloon-expandable valves for valve-in-valve transcatheter aortic valve replacement. Am j cardiol. 2024 sep 7; 231:55¿61. Doi: 10.1016/j.amjcard.2024.08.032. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.